Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified vessel for percutaneous coronary intervention. When advancing through the sheath, there was resistance and the 3.0x8 mm nc trek balloon dilatation catheter (bdc) kinked and separated into two pieces at the shaft. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. Another unit was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual, dimensional, and functional inspections were performed on the returned device. The reported kink, separation and difficulty advancing the device were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. A conclusive cause for the reported difficulty could not be determined. Additionally, it is likely that since resistance was reported during advancing, further handling of the device likely resulted in the shaft kinking and ultimately separating. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device; however, the reported kink and separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.